Event description:
Customer reported damage to the pump housing and usb port, impacting the ability to charge the pump. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Customer planned to use multiple daily injections (mdi) as a backup therapy, and technical support arranged for a replacement pump, providing instructions for putting the existing pump into storage mode and for its return.